Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the cerebral infarctions. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, double vision, dizziness and nausea was observed. A computed tomography (CT) scan was performed and confirmed a cerebellar infarct. No treatment was prescribed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.